Event description:
It was reported that the ilet pump¿s screen was accidentally cracked while blood glucose remained unaffected, and the user received education on shutting down the device, syncing data to the mobile app, returning the device with a provided label, and completing startup on the replacement device. Symptoms included no clinical effects. Outcomes included no impact on health and continued cgm use with the dexcom app or receiver. Investigation included complaint intake, user interview, and logistical coordination for replacement and return. Investigation of this device revealed physical damage to the display consistent with accidental user-induced impact, with no functional impact to glucose control reported. It was concluded, based on previously established findings for similar reports, that the cause was user handling resulting in device damage without device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.